Event description:
It was reported by service report that the bed is tilted to the left side. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation ongoing; f/u report will be submitted as necessary with investigation results. See scanned page.